Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a procedure using a intellanav stablepoint open-irrigated catheter there was a clot and the patient later experienced a sub-arachnoid hemorrhage. The procedure had been completed successfully and no complications occurred during the procedure. After the procedure the there was a clot in the middle cerebral artery and an emergency operation was performed to remove the clot. After the surgery the patient experienced a sub-arachnoid hemorrhage. It is not known if any interventions were required for the hemorrhage, but it was reported the patient fully recovered. No information was provided regarding interventions for the hemorrhage. The catheter is not available for return as it was disposed of after the procedure was completed.